Event description:
It was reported that needle 27x1-1/2 eclipse was damaged and leaked. The following information was provided by the initial reporter: while injecting botox in the muscle of a child, the connection between the syringe and the needle broke. The fluid (botox) was wasted.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that needle 27x1-1/2 eclipse was damaged and leaked. The following information was provided by the initial reporter: while injecting botox in the muscle of a child, the connection between the syringe and the needle broke. The fluid (botox) was wasted. D.1. Medical device brand name: needle 27x1-1/2 eclipse, d.2. Medical device type: fmi, d.2. Common device name: hypodermic single lumen needle, d.3. Medical device manufacturer: becton dickinson, s.a. (Fraga), d.4. Medical device catalog #: 302436, d.4. Medical device expiration date: 07/31/2023, d.4. Medical device lot #: 1808001, d.4. Unique identifier (UDI) #: (B)(4), d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 11/3/2020, g.1. Manufacturing location: becton dickinson, s.a. (Fraga), g.5. PMA / 510(k) #: k161170 and h.4. Device manufacture date: 08/22/2018. H.6. Investigation: a device history record review was performed for provided lot number 1808001 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three hundred samples were returned for evaluation by our quality engineer team. Twenty of the returned needles were assembled with a bd discardit syringe. After assembly, no signs of defective connection were observed and leakage was not detected. Prior to the samples returned by the customer, twenty retained samples of the same lot number were obtained from the manufacturing facility and analyzed. The retained samples were also assembled with a bd discardit syringe and no signs of defective connection or leakage were identified. As the reported defect could not be reproduced through the investigation, an exact cause for this reported incident could not be determined.

Manufacturer narrative:
Investigation summary as no physical sample, picture sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ syringe was damaged and leaked. The following information was provided by the initial reporter: while injecting botox in the muscle of a child, the connection between the syringe and the needle broke. The fluid (botox) was wasted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was damaged and leaked. The following information was provided by the initial reporter: while injecting botox in the muscle of a child, the connection between the syringe and the needle broke. The fluid (botox) was wasted.